Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, the right atrial (ra) lead and right ventricular (rv) lead leads were dislodged. A revision procedure was performed and the ra and rv leads were successfully repositioned. No additional adverse patient effects were reported.